Event description:
Customer reported that the insulin pump alarmed during prime. The insulin pump was not bumped or dropped. The drive support cap is flush. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The unit alarmed compromised force sensor during the prime, compromised force sensor test at 4.0 lbs due to faulty fsr gold. The unit was unable to perform basic occlusion, occlusion, the excessive no delivery test due to compromised force sensor alarm. The drive support disk was inspected and no anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, reservoir tube lip, battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.